Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Explant investigation (ei): the following is a summary of the ei observations: tissue present: yes. Minimal, scattered plaques of yellow and red/brown tissue were present on the abluminal surfaces. A tag of dark red/brown was present, extending from the abluminal surface of gore® propaten® vascular graft (vgf)-2. Both lumens were patent (verified via running water test). No observable tissue was present in the lumen from the images provided. Both extremities on vgf-1 (segment 1) and one extremity on vgf-2 (segment 2) were transected. The other extremity on vgf-2 was transected at an angle with blue running suture (presumptive anastomotic site) present along portions of the transected edge. The transected edge also had a partial, transverse transection present. The rings were absent near this extremity. Vgf-1 was coiled and significantly longer than vgf-2. The material disruptions identified (i.e., transections, running suture) are consistent with those caused by surgical instrumentation (i.e., scalpel, scissors, suturing) likely caused during a surgical procedure. Request for additional analysis: no. Reason: based on the ei¿s review of the third party report and reason for removal (infection), no additional analysis is requested.

Manufacturer narrative:
Device evaluated by manufacturer: the medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. The investigation is still ongoing. The results will be included in the final report. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for a critical limb ischemia with ulcers, in the absence of autologous vein, with a gore® propaten® vascular graft - thin-walled removable ringed. It was stated that the prosthesis was implanted on (B)(6) 2009 as a bypass between the common femoral artery and the fibular artery. It was reported that on (B)(6) 2019, after about 10 years and 2 months, the prosthesis was explanted due to infection.